Event description:
It was reported that an ilet user experienced elevated blood glucose after eating egg rolls without announcing the snack, with cgm at 184 mg/dl and confirmatory glucometer at 190 mg/dl for about one hour while using an infusion set on the abdomen and a freestyle libre 3 plus cgm. Symptoms included asymptomatic hyperglycemia. Outcomes included self-management at home without alerts, alarms, or medical intervention. Investigation included troubleshooting and education on proper meal announcements and dosing consistent with carbohydrate intake. Investigation of this case revealed use-related error due to a missed meal announcement, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that user error related to missed carbohydrate announcement was the cause.